Event description:
The pacemaker involved in this MDR report was implanted on (B) (6) 2008. Upon scheduled follow-up on (B) (6) 2009, the pacemaker was found programmed with nominal settings (standby mode). Reportedly, re-initialization of the pacemaker was successful.

Manufacturer narrative:
(B) (6). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), sorin crm (formerly ela medical) is filing this MDR at this time. Review of the electronic data and files received. Please refer to the attached analysis report (B) (4) for complete details. Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty, but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behavior was restored upon device re-initialization.